Event description:
The complainant alleged while monitoring a pt complaining of chest pains, the device intermittently displays a "poor pad contact" message. The complainant obtained another device to treat the pt. The complainant indicated that there was no adverse effect to the pt as a result of the reported malfunction.